Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The back cover was taken off, and o2 diverter valve was tested. The readings were around 60-70%. The o2 diverter cable assembly was replaced and o2 output was reading around 95%. The device was left overnight at 100% o2 and retested after 22 hour perfusion. The o2 output still read around 95%. A functional test was conducted to verify proper system operations. Subsequently, no issues were found. The device passed all applicable testing.

Event description:
It was reported that the device user (du) reported message code 410 (low blood oxygen levels)/ 2410 (critical fault reported) present at approximately 10 hours into perfusion. The clinical specialist (cs) recommended troubleshooting. He confirmed with device user that the blood was dark. The 02 and air percent at 100 and 30, respectively. He confirmed no manual calibrations had been completed and that point of care values were matching what the device screen was showing. The cs was call for additional troubleshooting. The po2 began to rise with blood starting to brighten up. The start/stop has resolved the issue. Per device user this is a large liver that barely fit into bowl. At time of this reporting submission, the lab values were all within normal limits and the liver was expected to be transplanted.